Manufacturer narrative:
It was reported that the bed had reduced in brake force due to malfunction casters. Supplemental submitted as further investigation determined that this event could not be duplicated by the service technician as the bed was functioning according to specification. The issue was resolved for the customer by verifying that the bed was fully functional and operating within specifications. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. This issue is not likely to cause or contribute to serious injury or death if it were to recur. Therefore, this event is not reportable.

Event description:
It was reported via repair work order that the head end lift was stuck elevated due to malfunction coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end lift was stuck elevated due to malfunction coupler and it was also reported that the bed had reduced in brake force due to malfunction casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts on order.